Event description:
Device 1 of 2. Reference report#: 1627487-2012-09675. It was reported the pt experienced ineffective stimulation coverage. A full parameter diagnostic indicated invalid impedance values on several contacts. Reprogramming did not resolve the issue. The physician decided to explant and replace the system leads. During the procedure, the physician also explanted and replaced the system ipg. There was no device malfunction associated with the ipg. The pt reported effective bilateral coverage post-operative. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.